Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Lot number - unknown. Expiration date - unknown. UDI no. - not required for the reported product code. Implant date: requested but not provided. Explanted date: device was not explanted. Manufacturer date: unknown. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no defects. The actual device was leak tested by being injected with 18 ml of air with a factory retained tr band inflator. The device was submerged in water. No leak was observed. The one-way valve was disassembled for further inspection. Magnifying inspection of each component did not find any anomaly, including the presence of a foreign particle adhering to the air-sealing part of the rubber tip or of the outer cylinder. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. Based on the investigation result, as one of the possible causes of this complaint, it is assumable that the actual tr band sample got deteriorated in its air-tightness performance due to a foreign substance which had got into the air injection port of the one-way valve and caught in the air-sealing part between the rubber tip and outer cylinder of the one-way valve, resulting in the reported difficulty in inflating the balloons. During the investigation, however, any anomaly, including the presence of a foreign particle, was not found on the actual sample. The cause of this complaint cannot be definitely determined. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an air leak with the reported device. The actual sample was applied to the punctured site on the radial artery of the patient after the catheter procedure. When the patient was transferred to the ward, a slight amount of bleeding was noted. The customer tried to inflate the actual sample several times but it would not inflate sufficiently. The actual sample was changed out to another device. It was reported that the amount of blood loss is unknown. The procedure was completed successfully. The patient was not harmed.